Event description:
During a remote follow-up, pacemaker mediated tachycardia (pmt) and oversensing due to electromagnetic interference (emi) was observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable and will continue to be monitored.